Event description:
Customer reports three incidents of blood leaks on use #1, 3, and 4 all at the onset of treatment. The blood leak that occurred on use #4 of the dialyzer was noted by a blood leak alarm and visible blood in the dialysate. The remaining two incidents were noted by blood leak alarms and confirmed with hemastix. Estimated blood loss was 250 cc's per incident. All treatments were continued with new dialyzers and new bloodlines without incidents. No patient injury or medical intervention reported.